Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not registering as closed. A field service engineer found that full-height drawer 6 in the main cabinet was not sensing the closed position due to a missing magnet. The inseparable was replaced. Additionally, drawer 5 in the main cabinet contained a legacy inseparable, which was also replaced. The pyxibus cable showed thermal damage marks on the cable and the drawer 5 chassis. The cable was replaced, and the drawer was tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not registering as closed, and the device displayed a failed drawer status. Upon inspection, the left rear light was not illuminated while the communication light appeared normal. The machine was rebooted, and the drawer was confirmed to be fully closed with no obstructions. A possible magnet drop or sensor failure was suspected, preventing the system from detecting drawer closure. However, there were no delays or adverse events or injuries reported based on this event.